Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during ipg replacement on (B)(6) 2024 [related manufacturer reference number:1627487-2024-08819 and 1627487-2024-10446], the physician opted to cut both leads due to scar tissue. No intervention is planned to explant to leads.